Event description:
User experienced discrepant rubella igg results twice over the past 10 days. Only one example was provided as follows: initial result positive. Same sample tested using 2 different methods gave negative results with each method. If additional information is received, appropriate notification will be provided.